Event description:
A zoll distributor contacted zoll to report that a (B)(6) female patient passed away on (B)(6)2014 while wearing the lifevest. The patient was found unresponsive at home by ems. The lifevest detected asystole intermittently between 01:55:54 and 04:36:11. Asystole is considered a non-treatable rhythm. A treatment was delivered at 02:54:11 during asystole. Oversensing of small cardiac signal contributed to the treatment. No treatable ventricular arrhythmias were detected by the lifevest. There is no indication that the lifevest caused or contributed to the patient death.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn: (B)(4) was completed. The monitor was fully functional upon receipt. Electrode belt sn: (B)(4) has not been returned. There is no indication of any device malfunction. There is no evidence to suggest that the lifevest caused of contributed to the patient death: monitor : (B)(4), electrode belt:(B)(4): (B)(4) 2012.